Manufacturer narrative:
The ge svc rep replaced the power motor relay pcb and no longer got stator not on errors, but he got precharge time out erros. He replaced the power cap module and the system batteries and the system is functioning as intended.

Event description:
The customer states a "stator not on" error code displayed on the system. No pt injury was reported.